Manufacturer narrative:
A temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s serratia peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of serratia marcescens which is an organism that naturally occurs in soil and water. Patients with renal failure and diabetes mellitus are susceptible to serratia infections. Additionally, it was indicated the patient drains directly into a bucket each pd treatment. While it was reported the patient routinely bleaches the drain bucket; and other potential water sources for infection (such as faucet and shower head at home); contamination from environmental surfaces in the home is a potential factor in the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced serratia peritonitis. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient did not experience any fluid leaks nor any visible defects or issues with any fresenius products in relation to the event. The patient received a delivery of delflex and cassettes. However, the nurse reported they did not suspect the delivery was associated with the serratia peritonitis event. Additionally, the nurse could not confirm if products during that delivery were used at the time of the event because the patient¿s older stock was rotated for use first. The stock was maintained in a clean and dry area. It was reported no products are available for return to manufacturer; as per the nurse all concomitant fresenius products have been used. Additionally, on prior to the peritonitis, the patient was seen in the pd clinic for routine clinic visit. Reportedly, the patient did a hand wash at the clinic sink when coming into the clinic and performed hand hygiene with hand sanitizer on the way out. Moreover, it was reported the patient drains directly into a bucket which is standard practice for the clinic. The patient bleaches the pd bucket after every use, routinely bleaches faucets and shower heads (at home), uses antimicrobial soap and hand sanitizer and is meticulous with infection control procedures and follows aseptic technique. Additionally, it was reported the patient follows the clinic standard protocol for daily pd exit site care; using except to clean the exit site and then gentamycin cream is applied to the site. The patient does not have any pets in the home. Subsequently, on (B)(6) 2019, the patient was experiencing abdominal pain and was admitted to the hospital. During hospitalization, a pd culture was obtained which yielded growth of serratia marcescens and a white blood cell (wbc) count of 10,414. The patient was initiated on vancomycin 1 gram intraperitoneal (ip) every 5 days and ceftazidime 1-gram ip daily. Additionally, it was reported the patient continued pd therapy using a hospital cycler. Repeat pd cultures (on (B)(6) 2019 and (B)(6) 2019) revealed the patient¿s wbc was declining (results 656 and 545 respectively). On (B)(6) 2019, the patient was discharged home continuing ceftazidime 1-gram ip outpatient. The patient was being monitored for daily wbc count and on (B)(6) 2019, the patient¿s pd wbc increased to 751. As a result, on (B)(6) 2019, the patient was re-admitted to the hospital for pd catheter (not a fresenius product) removal. Per the nurse, the patient was treated with ceftazidime 1 gram intravenously (IV) during hospitalization. On (B)(6) 2019, the patient was discharged from the hospital and transitioned to outpatient hemodialysis for renal replacement needs. The patient has reportedly recovered from the peritonitis event. The cause of the patient¿s serratia peritonitis is unknown. However, the patient has poorly controlled diabetes (on insulin therapy) which is a well-known risk factor for infection. It was reported the patient did not have any other risk factors for serratia infection such as a history of cancer; prior antibiotic or steroid use; prior pd catheter exit site infection; or prior medical procedure/hospitalization.